Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that this morning at (B)(6) in (B)(6), nj working with dr. (B)(6) (not normal device dr.) As part of multisensor study rep did a device follow up and noted rise in lv pace threshold. 6 weeks ago it was 1.1 v@ 0.5ms and today at 2.0 @ 0.5ms. Both impedance and sensing looked good and stable. No patient symptoms as output was at 2.5v @ 0.5ms so no evidence of loss of capture. Device nurse changed to 2.5v@ 1.0ms to help avoid potential future loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).